Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that he disconnected the heater bag to see if fluid was coming out of it, and it was. The technical service representative (tsr) explained that he should not disconnect a bag once it is connected to the line, and that he would need to end therapy and setup with new supplies. The tsr assisted with ending therapy on the cycler. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the hp on (B)(6) 2012. Per the hp, he started over with new supplies and completed therapy successfully. No further information could be obtained. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because it was reported during trouble shooting of an alarm situation check heater line, patient disconnected the heater bag to see if fluid was coming out of it, which is a breach in aseptic technique. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.